Event description:
Coiling treatment was conducted of a vessel. It was reported that during positioning, the coil prematurely detached partially in the intended location and the catheter. The coil was removed with the catheter successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for eval as it was reported unavailable. (B)(4).